Event description:
A report was received that the patient was experiencing a sharp pain in his back. One contact displayed high impedances. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient was experiencing a sharp pain in his back. One contact displayed high impedances. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm model # sc-3138-25, serial # (B)(4), description: phase iii lead extension - 25 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The physician discovered that one of the leads was nicked with a scalpel by the previous physician, so he chose to replace the leads. The patient was reportedly doing well following the procedure. Explanted leads will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.